Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)&#1157;ached elective replacement indicator (eri). The longevity of the device did not meet the expectations of the customer. A device replacement is planned. No patient complications have been reported as a result of this event.